Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supply chain management. Since the actual device was not returned, investigation of it could not be performed. History investigation of the product with the involved product code/lot number no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found in the past complaint file. UDI no. (B)(4). (Cause of occurrence): based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual device was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence. (Countermeasure): ashitaka factory assures the quality of this product by performing following inspection and control. The outer diameter of wire is controlled to assure its strength. Before the packaging process, 100% visual inspection is performed to confirm that there is no anomaly such as peeling of the outer layer or a scratch. The IFU of this product includes the following warning. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Please see section h10 for the importer report related to the reported event.

Event description:
The user facility reported that the glidewire broke off inside of the patient. The patient was not harmed. Additional information was received on 30apr2025: patient underwent a diagnostic atrioventricular (av) fistula with attempted recanalization of thrombosed cephalic arch stent. They were able to retrieve and subsequently exteriorize foreign body with a snare and catheter. The guidewire that broke off was a 0.035 wire. The wire was used with a 5fr kumpe catheter. The patient was stable and there was no hemodynamic issues encountered.